Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received but the failure investigation has not yet begun. A follow up report will be submitted once the product has been evaluated.

Event description:
Customer's medwatch reported a leak in the IV set. Reported "rn walked into room, alaris pump beeping, fluid leaking, rn noted fluid squirting from IV tubing just under plastic piece that comes from the pump. Rn changed IV bag and tubing." No pt harm reported. No additional event info or description provided by the user.